Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 implantable pacing lead 2013-(B)(6), d314trg implantable cardioverter defibrillator (ICD) 2013-(B)(6), (B)(4) implantable tachy lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the patient felt diaphragmatic stimulation after the implant procedure. The left ventricular (lv) lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.